Event description:
The customer called to report a blank display. Unable to perform any troubleshooting due to the blank display. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display. The problem was isolated to the liquid crystal display board.